Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was found that the insulin gauge was accurate and the pump was functioning as intended. Customer's blood glucose (bg) was 562 mg/dl. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.